Event description:
It was reported "on (B)(6) 2023, an arterial catheter was placed in the radial artery in the middle forearm. The procedure was done under visualization with ultrasound. After about 15 minutes, no measurement was possible - no trace was visible. The arterial catheter was removed and visually a clear kink in the catheter was visible. Another attempt was made to place an arterial catheter with a new catheter (6 times in total). The puncture was performed without any problems and also the wire could be advanced without any problems. The vessel was free of resistance (calcification, plaque). All attempts were unsuccessful and showed the described failure." Another manufacturer brand's catheter was successfully placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s for 6 devices reported: 3006425876-2023-00934; 3006425876-2023-00935; 3006425876-2023-00937; 3006425876-2023-00938; 3006425876-2023-00939.

Event description:
It was reported "on (B)(6) 2023, an arterial catheter was placed in the radial artery in the middle forearm. The procedure was done under visualization with ultrasound. After about 15 minutes, no measurement was possible - no trace was visible. The arterial catheter was removed and visually a clear kink in the catheter was visible. Another attempt was made to place an arterial catheter with a new catheter (6 times in total). The puncture was performed without any problems and also the wire could be advanced without any problems. The vessel was free of resistance (calcification, plaque). All attempts were unsuccessful and showed the described failure." Another manufacturer brand's catheter was successfully placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s for 6 devices reported: 3006425876-2023-00934; 3006425876-2023-00935; 3006425876-2023-00936; 3006425876-2023-00937; 3006425876-2023-00938; 3006425876-2023-00939. The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked catheter body was able to be confirmed by the photo. The arterial catheter in the photo has a kink in the center of the body and shows evidence of use (dried blood). A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Precaution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage." The customer report of a kinked catheter was confirmed by visual inspection of the customer supplied photo. The image shows a used a rterial catheter with a kink in the center of the body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.